Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator reached normal end of service on (B)(6) 2018. Upon review, the device exhibited bvvi on an unknown date. No intervention was reported. The patient was stable throughout.